Event description:
It was reported that a patient experienced a st elevation myocardial infarction (stemi). After a pulsed field ablation (pfa) with a farawave pulsed field ablation catheter to complete a cti ablation the patient was kept overnight as the procedure was late in the day. The pulmonary vein isolation was successful, then the physician moved on to cti. Heparin was administered during the procedure and prior to cti. After two minutes of ablation, the farawave catheter was removed to complete a right atrium map. It was found that the cti was not blocked, so the farwave was reinserted and completed 3 more applications. It was observed that the cti was successfully block and the procedure was considered successful. The following morning, the physician checked on the patient and found a st segment elevation that occurred during the night. The patient was taken to the procedure room and a large clot in the right coronary artery (rca) was removed successfully. The patient has been discharged and is doing well. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.